Event description:
It was reported that during a low anterior resection, a staple was unformed at the 1st firing. The jaw could not be closed at the 2nd firing. Additional suture was performed and the operation was finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.